Event description:
It was reported that on an unknown date, the item has an unknown allegation. It is unknown when the incident was observed. Patient involvement was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary. Service and repair evaluation: the customer reported that on an unknown date, the item has an unknown allegation. The repair technician reported that contact plate was cracked, vent was discolored, motor ran low in fast forward and reverse mode, rust on nose cone, debris on barrier, rust on drive column, rust on bearing spacer. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 07-feb-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified; therefore, it has been determined that no corrective and/or preventative action is proposed. Device history: part:05.000.008; synthes lot: 5579221; supplier lot: 001575; release to warehouse date: aug 14, 2007; supplier: (B)(4). No ncrs generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.